Manufacturer narrative:
Product analysis # (B)(4). (B)(6)/ (B)(4). Added to complaint / status: in process date completed: (B)(6) 2019. O-arm image transfers to stealth: pass accurate navigation on o-arm image: pass; mechanical tests: pass; imaging modalities: pass; cable grade: a; record type: o-arm; system checkout contact: (B)(4); system inspection: pass; does the system perform as intended?: yes; were hardware parts replaced?: no; action/resolution: inspected system and could not find issues with image quality. Verified system functions as intended. A medtronic representative went to the site to test the equipment. Testing revealed no abnormalities with the imaging system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported there was poor image quality. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.